Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic ulcer of the descending thoracic aorta. Vessel morphology is not reported. It was reported that the talent thoracic stent graft was implanted approximately 1 month ago. The patient returned for a second time for treatment of an additional penetrating ulcer which was proximal to the stent graft. The physician covered and left the subclavian artery occluded. During the procedure the patient coded and was revived after 30 minutes of CPR, the physician stated this was most likely due to the patient's other-co-morbidities of cardiac issues. The patient is currently undergoing rehabilitation and being monitored for recovery from the paraplegia. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results and conclusion: paralysis. Cause of paralysis unk.